Event description:
The patient experienced coupling/communication issues. The ins was overdischarged. The last successful recharge session and the last time stimulation was felt was 2 to 6 months ago. The ins was may be going to be moved to the abdomen. It was later confirmed that the patient had the ins explanted by his choice. Additional information has been requested.

Manufacturer narrative:
(B)(4). Lead model 39565-65 serial# (B)(4) implanted: (B)(6) 2011 explanted: unk. Programmer model 37743 serial# (B)(4).